Event description:
On 2/27/98 the pt underwent a revision of his total knee replacement. Originial was placed 10 to 11 years previous and consisted of a metal backed plastic device in which the plastic had deteriorated. Original was not placed at this facility, therefore, MFR is not known.